Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received inconsistent blood glucose results from her prodigy diabetes meter. The end user was unresponsive and could not get out the bed. Her blood glucose at the time of the medical event was 59 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 37 mg/dl. IV fluid were administered by the paramedics to help stabilize her blood glucose level. The end user was not transported to the ER and no additional information was provided in relations to this medical event.